Manufacturer narrative:
Initial reporter name and address: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified iliac vessel. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted in the middle part of the balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.